Manufacturer narrative:
Evaluation summary: the hawkone was returned for evaluation. The hawkone was connected to a cutter driver. No other ancillary devices were included. The hawkone was removed from the box and inspected. The black jacket of the torque shaft was inspected. Traces of blue cloth-like/fibrous material was discovered throughout the torque shaft. The hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker but some areas of the shaft were clear and smooth where the coating was either non-existent or thin. The torque shaft was run between two fingers and a rough surface was felt throughout the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone device with a non-mdt 6fr sheath and non-mdt .014 guidewire for treatment of a lesion in the patients superficial femoral artery (sfa). The device was prepped as per IFU and it is reported the shaft coating became rough during removal from sheath. The procedure was completed by angioplasty and no patient injury was reported.